Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump was alarming - no disposable, pump won't run. It was reported the end user has experienced the same issue three times in one week. Per reporter the end user was able to use a different pump which was reported to be working fine. Per reporter the end user was discharged from the hospital on (B)(6) 2021 for an unknown reason or date or admission. Remodulin 5 mg/ml united therapeutics. Dose; 30ng.kg/min intravenous. Continuous 10.2021 to current. Diagnosis: pulmonary arterial hypertension (pah). ID: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump was alarming - no disposable, pump won't run. It was reported the end user has experienced the same issue three times in one week. Per reporter the end user was able to use a different pump which was reported to be working fine. Per reporter the end user was discharged from the hospital on (B)(6) 2021 for an unknown reason or date or admission. Remodulin 5 mg/ml united therapeutics. Dose; 30ng.kg/min intravenous. Continuous 10.2021 to current. Diagnosis: pulmonary arterial hypertension (pah). ID: (B)(6).